Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02544, 0001825034-2022-02545, 0001825034-2022-02547, 0001825034-2022-02567. Concomitant medical products: item#: ti-115310, comp vrsdl glnspr 36mm ti; lot#: 621130, item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 634750, item#: xl-115365, arcom xl 44-36 rtnv+3 hmrl brg; lot#: 361080, item#: 113633, comp primary stem 13mm mini; lot#: 336010, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 628290, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 628290, item#: 115394, comp rvs cntrl 6.5x20mm st/rst; lot#: 011400. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left shoulder revision surgery approximately one (1) week after undergoing an initial revision surgery due to an unknown reason.

Event description:
Upon receipt of additional information, this device is not believed to have caused or contributed to the reported event. The initial report was sent erroneously and should be considered void.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h6. Upon receiving additional information of the reported event, it was determined that the device is not believed to have caused or contributed to the reported event. The initial and supplemental reports should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02544-1. 0001825034-2022-02545-1. 0001825034-2022-02547-1. 0001825034-2022-02567-1. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.